Manufacturer narrative:
Sections with additional information as of 25-may-2021: d9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-006: passed expiration date.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4)- same meter, different test strips. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer on a follow-up call on 31-mar-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated she had purchased replacement test strips but was still obtaining low blood glucose test results using the new strips. Additional report reference number: (B)(4).

Event description:
Consumer reported complaint for e-3 error and low blood glucose test results. The customer is concerned with test results from results obtained of 64 and 71mg/dl. The customer¿s expected fasting blood glucose test result range is 119-135mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor and pharmacy on (B)(6) 2021 due to the low blood glucose test results obtained, and had been advised to contact the manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in a closet .the test strip lot manufacturer¿s expiration date is 12/13/2021 and open vial date is 04/2020 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).